Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead dislodged during a valve repair surgery and appropriate pacing therapy was not delivered. The right atrial (ra) lead showed high thresholds. The right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced. No patient complications have been reported as a result of this event.